Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia. Discrepancy noted in insertion date: (B)(6) 2009, (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: patient demography was added. Previously added event "injury was replaced with events "pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, bloating". On 17-sep-2019: follow up 2 and follow up 3 processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 664441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychiatric problems condition: depression"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2019, the patient experienced fatigue ("fatigue"), abdominal distension ("bloating"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown, the abdominal pain, menorrhagia, fatigue, abdominal distension, vaginal haemorrhage, depression, nausea and dysmenorrhoea had resolved and the vaginal infection and vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain, depression, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia discrepancy noted in insertion date :(B)(6) 2009, (B)(6) 2019. Right tube: deployed with 1 coil. Left tube: 2 trailing coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. New events: vaginal bleeding, vaginal infection, depression, nausea, dysmenorrhea, vaginal discharge were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 664441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychiatric problems condition: depression"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown, the abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal distension, fatigue, depression and nausea had resolved and the vaginal infection and vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain, depression, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia discrepancy noted in insertion date :(B)(6) 2019. Right tube: deployed with 1 coil. Left tube: 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 664441, manufacturing date: 2009-08, expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.